Event description:
It was learned through implant patient registry and medical records that a 29mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of four (4) years, one (1) month and 29 days due to degenerative bioprosthetic mitral regurgitation. The patient presented in heart failure, nyha class iii. The tmvr procedure was completed with a 29mm 9755rsl transcatheter valve. The patient was discharged on pod# 1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, d4, g3, g6, h2, h4, h6 (component code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per technical summary 33069, rev a, structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. Additionally, relevant technical summary 31081, rev a, and technical summary 33069, rev a, exist for this issue. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances, and no other triggers are met. The most likely cause is patient factors, including cad, CABG, diabetes, and hyperlipidemia. H11: corrective data: information was inadvertently omitted within the initial medwatch # 39315. Based on the additional information obtained, the relevant sections are updated accordingly, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 7300tfx mitral valve was disabled via valve in valve procedure after an implant duration of four (4) years, one (1) month due to unknown reason. The tmvr was completed with a 29mm 9755rsl transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.